Manufacturer narrative:
Device not returned.

Event description:
Complaint was received from (B)(6) medical center from an slp that stated one of their patient's dislodged their prosthesis and the prosthesis/radiopaue ring was not visible under flouro or x-ray. The prosthesis was not found until approximately 1 month later, when the patient underwent a CT scan. The patient was quite ill during this time.